Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was non-functioning. Attempts to obtain additional pertinent information were unsuccessful. Up to date, this pacemaker still remains in service. No adverse patient effects were reported.